Event description:
Additional information was received from the initial reporter noting that the picture was ¿not blurry¿. The initial reporter stated that it had a dark background with several ¿light particles¿ present. She went on to confirm that the image was not frozen. The customer confirmed there was no patient harm, though there was a delay in the procedure. The staff were attempting different scopes to get one to function properly. As originally reported, this failure occurred in 4 different procedures, some were colonoscopies, and some were endoscopies. Reportedly, during one of the events, the unit displayed a b30 scope communication error.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5 & h6. Should further information be provided, another supplemental report will be submitted.

Event description:
The customer reported that her olympus evis exera iii video system center was experiencing a poor quality image during multiple different procedures. According to the initial reporter, the image would appear ¿blizzardy/snowy¿ during the procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This report is being submitted to capture event 1 of 4. For the remaining 3 events, please see reports with patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Three good faith attempts have been made to inquire about the whereabouts of the device but the customer has not responded. Based on the results of the investigation, the image abnormality event that makes it impossible to distinguish the tissue is more accurately describing the endoscopic image (inside the mask). Likely causes can be found in the service manual. From the explanation of the case where noise is superimposed are following; 1.poor scope/camera head. 2.poor cv-190. ·when the endoscope image is noisy in the endoscope image with an integrated scope. ·poor cr board. ·poor dp board. ·poor lvdus. ·poor cr-dp flat cable. ·defective converter. ·when endoscopic images are noisy to endoscopic images with camera head /cv front panel connecting scope. ·poor ap board. ·poor dp board. ·defective rear board. ·poor ap-dp flat cable. ·defective converter. 3.poor scope cable. 4.poor clv-190. 5.poor light source cable. A root cause cannot be specified. Olympus will continue to monitor field performance for this device.